Event description:
The account generated falsely elevated architect sodium and potassium results on an architect c16000 analyzer that repeated in the normal range. Sample ID: (B)(6) generated falsely elevated architect sodium of 193.5 mmol/l and potassium of 6.18 mmol/l that repeated radiometer blood gas analyzer of sodium 141 mmol/l and potassium of 3.6 mmol/l. The sample was processed again with architect sodium of 140.7 mmol/l and potassium of 3.53 mmol/l. No specific patient information was provided for the sample ID. No impact to patient management was reported for the sample ID.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
Wash probe #2 on the architect c16000 was dripping, the peristaltic tubing had to be replaced. Some results were impacted as a result of the dripping. No issues requiring further action and no adverse trends were identified with respect to the peristaltic tubing. Current labeling advises on periodic maintenance procedures to be performed and troubleshooting assistance for erratic results. The peristaltic head tubing is to be replaced annually as part of preventive maintenance. The issue was resolved through routine troubleshooting and replacing the part. No product deficiency was identified.